Manufacturer narrative:
Outcomes attributed to ae: added ¿other serious (important medical events)¿ to capture the aneurysm rupture reported. Additional manufacturer narrative: a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, the reported death and aneurysm rupture are known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported death and aneurysm rupture.

Event description:
During the procedure, it was reported that the aneurysm ruptured after the deployment of the 5th coil and the patient died. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the aneurysm ruptured after the deployment of the 5th coil and the patient died. No further information is available.